Event description:
According to the rtpr, during daily testing by the facility, the device alarmed "motion detected" while connected to a pt simulator and the analyze button pressed.

Event description:
According to the rptr, during daily testing during november, 1999 by the facility, several devices alarmed "motion detected" while connected to a pt simulator and the analyze button pressed.

Event description:
According to the rptr, during daily testing by the facility, the device alarmed "motion detected" while connected to a pt simulator and the analyze button pressed.